Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) . The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant products: 5076-45 implantable pacing lead (B)(6) 2007; d274trk implantable cardioverter defibrillator (ICD) (B)(6) 2010; 419678 implantable pacing lead (B)(6) 2010. (B)(4).

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead continued to exhibit t-wave oversensing (twos). The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.